Event description:
A 5-yr-old child with acute leukemia received red blood cells collected with a filter and severe hemolysis was noted in the sample kept pre-transfusion and hemoglobinuria in the child post-transfusion. There was no adverse clinical outcome in this pt.